Manufacturer narrative:
Zimvie complaint cmp-(B)(6). Patient age is not provided / unknown. Patient weight is not provided / unknown. Date of event is not provided / unknown. Initial reporter¿s title and last name are not provided / unknown.

Event description:
It was reported that the bar fractured.

Manufacturer narrative:
This report is being submitted to report additional information. The product was not returned and the reported event was confirmed following evaluation of the provided x-ray. Based on the evaluation, the device malfunction did occur. However, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no adverse trends or corrective actions for the reported events or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the products were likely within specifications and conforming when they left zimmer biomet. A definitive root cause could not be determined. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation could not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.

Event description:
No additional or corrected information to report.